Event description:
Surgeon deployed initial ivc [inferior vena cava] filter which malfunctioned, surgeon removed the device and confirmed via xray that no pieces of the device remaining within the pt, surgeon then deployed second ivc filter which remained implanted in pt. No harm to patient.